Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower network connection was dropping. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network connection was losing. A technical support specialist (tss) dialed into the station and server, reviewed data sync logs, and confirmed the station was communicating properly. Emailed the user to verify whether the issue persisted or was resolved. Informed the user that the case would be monitored for 24 hours and, with no further issues reported, proceeded to close the case. The system functioned as intended after the technical support specialist investigated the issue.